Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: during surgery, after a dhs screw was inserted in the femoral neck of the patient, the plate did not fit the screw. It was necessary to extract the neck screw and it was found that the screw diameter was abnormally larger than the diameter of the orifice plate. Prolongation of surgery time was 30 to 40 minutes, since the surgeon had to remove the screw, compromising the already achieved fracture reduction, in order to use another screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Additional evaluation showed the dhs/dcs screw was widened at the positioning groove upon receipt. No product fault could be found. The investigation showed that the positioning groove of the screw had been widened due to inadequate handling. The groove was expanded and damaged and therefore the plate did not engage into the slotted end of the dhs/dcs screw. Placeholder.